Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted.

Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed a proximal type 1 endoleak that the physician attempted to repair with an aortic extender component. The proximal type I endoleak persisted and additional aortic extender components were not available. After 8 months, the physician successfully repaired the proximal type I endoleak by implanting two additional aortic extender components. The patient tolerated the procedure.